Event description:
It was reported that this male patient's right knee was revised. Femur stem augments poly. Patient was last known to be in stable condition following the event. Devices are not returning due to hippa.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
Section h10: (h3) there is no specific optetrak logic device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
(G2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been 17-dec-2023. (G6) type of report - 30-day should have been checked along with follow-up.